Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity,race-unknown. Date of event-unknown. Procode-product code: unk; esubmitter software does not allow for unk or blank entry. D4, d6a-unk device manufacture date -unknown. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left (os) eye. The surgeon reports 33% vault. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5-additional info: on (B)(6) 2020 a 13.2mm micl13.2, -9.0 diopter implantable collamer lens was implanted into the patient's left (os) eye. On 28-apr-2021 the lens was exchanged with a longer lens due to low vault. The problem is resolved. The cause of the event is reported as device: "diameter too small." Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).